Event description:
A trilogy evo, iberia ventilator was returned to a third-party service center for service due to an allegation of "assistance required". There was no harm or injury reported. The device was not in patient use. During the evaluation of the trilogy evo, iberia device at third-party service center, an error indicating the device software detected a large pressure drop between the monitor and outlet pressure sensors discovered in the event log. The technician documented that the machine flow sensor is contaminated with dust and recommended replacing the device's flow sensor to address the issue. Additionally, one of the device's inline prox filter is clogged with dust. Due to 4 years preventive maintenance the device's muffler, air foam filter, and particulate filter need replacement. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.